Event description:
The customer stated that she was hospitalized for hypoglycemia and the blood glucose reading was 27 mg/dl. The customer stated that she woke up with low blood glucose levels and continued to drop. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer was still in the hospital and could not perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.